Event description:
On 2021-may-07, information was received from a patient via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated patient saw a "call your doctor" screen on their patient programmer a few days ago but patient couldn't remember what exactly was on the screen. Caller stated patient was able to bypass the screen, everything has been working fine and patient only saw the screen the one time. Caller stated when they interrogated the ins today with tablet, they didn't get any alerts of any kind. Caller stated battery voltage is 3.82v and ins hasn't been dead. Caller confirmed patient hasn't had any recent medical procedures or gone through strong security devices and therapy has been working fine. Caller reprogrammed patient today and stim has been helping patient. Tss had caller run impedances and there were a few out of range (high) but there were contacts that were not active in programming. Caller encountered a "communication failure" indicating there was interference but was able to successfully re-interrogate ins without issue. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.